Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "during the placement of the essure the right one was not placed correctly" on (B)(6) 2013. The patient's medical history included endometrial metaplasia in (B)(6) 2019, polycystic ovary in (B)(6) 2019, dysmenorrhea (with irregular year-long cycles) in (B)(6) 2019, congenital adrenal hyperplasia (congenital adrenal hyperplasia. Non-permeable tubes. High congenital adrenal hyperplasia) on (B)(6) 2013, spinal disorder, oral contraceptive, asthma, surgery (appendicitis, hydrosadenitis, thyroid, both shoulders, right hand carpal tunnel, cervical and epigastric hernia.), multigravida (3), parity 1 and abortion nos (2). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain / pain in lower back"), menstruation irregular ("very irregular menstrual cycles"), hot flush ("hot flashes") and arthralgia ("pain in the hips"). On (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). In 2017, the patient experienced mental disorder ("began with psychiatric treatment since she was completely prevented from carrying out the most basic activities of daily life"). On (B)(6) 2019, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced allergy to metals ("allergic to metal"), oligomenorrhoea ("oligomenorrhea"), amenorrhoea ("amenorrhea") and osteitis ("trochanteritis"). The patient was treated with morphine, norethisterone acetate (primolut-nor), oral contraceptive nos, pregabalin (lyrica), quetiapine and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, allergy to metals, menstruation irregular, oligomenorrhoea, uterine haemorrhage, premature menopause, amenorrhoea, hot flush, arthralgia, osteitis and mental disorder outcome was unknown. The reporter considered allergy to metals, amenorrhoea, arthralgia, back pain, hot flush, menstruation irregular, mental disorder, oligomenorrhoea, osteitis, pelvic pain, premature menopause and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood follicle stimulating hormone in (B)(6) 2016: 254; in (B)(6) 2016: 20 (not performed in the first stage of the cycle). Blood luteinising hormone in (B)(6) 2016: 12. Computed tomographic abscessogram in (B)(6) 2014: tubal devices. Left adnexal cyst of approximately 3cm. Small amount of fluid in the pelvic area. Cytology on (B)(6) 2010: with normal results (after treatment with blastoestimulina vaginal pessaries); in (B)(6) 2013: benign (no malignant cells found). Smear is consistent with her age. Normal-appearance bacterial flora. Hysterosalpingogram on an unknown date: to verify nonpermeability and effectiveness of the essure method. Laboratory test in (B)(6) 2009: normal. Oestradiol in (B)(6) 2016: 17. Ultrasound scan vagina on (B)(6) 2010: 42x27x25mm functional looking cyst; on (B)(6) 2010: a small cyst of 15mm is observed in the right ovary. Everything else is normal; on (B)(6) 2014: uterus in anteversoflexion position with 3mm endometrial line. Normally inserted essure devices. Normal ovaries. In the left ovary there is a 10x10 mm follicle. There is no free fluid; on (B)(6) 2015: uterus in regular anteversoflexion. 5mm endometrium. Normal ovaries. There is no free fluid. Essure devices are visible; on (B)(6) 2015: uterus in anteversoflexion position; size, contour and morphology are normal with triple-line endometrium. Right ovary with anechoic cyst with smooth edges of 21 mm consistent with dominant/periovulatory follicle; in the right ovary there are 2 similar findings of about 3 cm each (superovulation?). There is no free fluid in the douglas pouch; on (B)(6) 2017: uterus in anteversion position with linear endometrium. Normally inserted essure devices, 22 mm normal right ovary and 22 mm normal left ovary. There is no free fluid in the douglas pouch; on (B)(6) 2019: anteverted uterus with a 5 mm endometrium. Normal inserted essures. 32 x 25 mm normal right ovary. 21 x 16 mm normal left ovary; on (B)(6) 2019: regular uterus in anteversion position with normally inserted device. Linear endometrium. Normal ovaries. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "during the placement of the essure the right one was not placed correctly" on (B)(6) 2013. The patient's medical history included endometrial metaplasia in (B)(6) 2019, polycystic ovary in (B)(6) 2019, dysmenorrhea (with irregular year-long cycles) in (B)(6) 2019, congenital adrenal hyperplasia (congenital adrenal hyperplasia. Non-permeable tubes. High congenital adrenal hyperplasia) on (B)(6) 2013, spinal disorder, oral contraceptive, asthma, surgery (appendicitis, hydrosadenitis, thyroid, both shoulders, right hand carpal tunnel, cervical and epigastric hernia.), multigravida (3), parity 1 and abortion (2). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain / pain in lower back"), menstruation irregular ("very irregular menstrual cycles"), hot flush ("hot flashes") and arthralgia ("pain in the hips"). On (B)(6) 2016, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding"). In 2017, the patient experienced mental disorder ("began with psychiatric treatment since she was completely prevented from carrying out the most basic activities of daily life"). On (B)(6) 2019, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced allergy to metals ("allergic to metal"), oligomenorrhoea ("oligomenorrhea"), amenorrhoea ("amenorrhea") and bursitis ("trochanteritis"). The patient was treated with morphine, norethisterone acetate (primolut-nor), oral contraceptive nos, pregabalin (lyrica), quetiapine and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had resolved and the back pain, allergy to metals, menstruation irregular, oligomenorrhoea, abnormal uterine bleeding, premature menopause, amenorrhoea, hot flush, arthralgia, bursitis and mental disorder outcome was unknown. The reporter considered abnormal uterine bleeding, allergy to metals, amenorrhoea, arthralgia, back pain, bursitis, hot flush, menstruation irregular, mental disorder, oligomenorrhoea, pelvic pain and premature menopause to be related to essure. The reporter commented: that after the extraction, the improvement in the pain suffered by the patient has been more than evident, mainly the pelvic pain that radiated to the lower back, so she has been able to begin to lead a practically normal life. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2020: no evidence of metal fragments. Blood count - on (B)(6) 2016: red blood cells * 3.2 x 10 ^ 6 l (3.5 - 5.8). Hemoglobin * 9.8 g / dl (12 - 15). Hematocrit * 29.5% (36 - 43). Lymphocytes * 17.5% (20 - 45). Monocytes 5.5% (2 - 10). Neutrophils * 76.7% (40 - 75). Eosinophils ** 0.2% (1 - 5). Prothrombin time * 15.2 sg (10 - 14). Quick rating * 59.9% (70 - 130). Inr * 1.40 (0.85 - 1.15). Glucose * 119 mg / dl (74 - 106). Creatinine * 0.40 mg / dl (0.5 - 1.1). Potassium * 3.00 mmol / l (3.7 - 5.2). Hemolysis index **<15 mg / dl (sup. 50) hemolyzed; on (B)(6) 2019: hematocrit * 35.0% (36 - 43) mean corpuscular hemoglobin concentration (mchc) * 35.1 g / dl (31.5 - 34.5); on (B)(6) 2019: hemoglobin * 11.9 g / dl (12 - 15). Hematocrit * 35.3% (36 - 43). Lymphocytes * 11.8% (20 - 45). Neutrophils * 83.1% (40 - 75). Eosinophils ** 0.0% (1 - 5). Prothrombin time * 14.2 sg (10 - 14). Inr * 1.25 (0.85 - 1.15). Blood follicle stimulating hormone - in (B)(6) 2016: 254; in (B)(6) 2016: 20 (not performed in the first stage of the cycle). Blood luteinising hormone - in (B)(6) 2016: 12. Computed tomographic abscessogram - in (B)(6) 2014: tubal devices. Left adnexal cyst of approximately 3cm. Small amount of fluid. In the pelvic area. Cytology - on (B)(6) 2010: with normal results (after treatment with blastoestimulina vaginal pessaries); in (B)(6) 2013: benign (no malignant cells found). Smear is consistent with her age. Normal-appearance bacterial flora. Hysterosalpingogram - on an unknown date: to verify nonpermeability and effectiveness of the essure method. Laboratory test - in (B)(6) 2009: normal; on (B)(6) 2014: total number of leukocytes * 14.44 x 10³ l (3.5 - 11). Hematocrit * 43.4% (36 - 43). Platelets 266 x 10³ l (150 - 450). Mean platelet volume * 6.8 fl (9 - 13). Lymphocytes * 13.7% (20 - 45). Neutrophils * 82.6% (40 - 75). Eosinophils ** 0.1% (1 - 5). Hemolysis index * 25 mg / dl (sup. 50) hemolyzed. C-reactive protein * 1.0 mg / dl (0 - 0.5); on (B)(6) 2016: direct bilirubin * 0.30 mg / dl (0 - 0.2). Alkaline phosphatase * 43 iu / l (45 - 129). C-reactive protein * 0.6 mg / dl (0 - 0.5); on (B)(6) 2016: total number of leukocytes * 11.58 x 10³ l (3.5 - 11). Hematocrit * 35.9% (36 - 43). Lymphocytes * 7.0% (20 - 45). Neutrophils * 90.3% (40 - 75). Eosinophils * 0.5% (1 - 5). Inr * 1.22 (0.85 - 1.15). Hemolysis index **<15 mg / dl (sup. 50) hemolyzed; on (B)(6) 2017: direct bilirubin * 0.40 mg / dl (0 - 0.2). Potassium * 3.60 mmol / l (3.7 - 5.2). C-reactive protein * 0.8 mg / dl (0 - 0.5). Oestradiol - in (B)(6) 2016: 17. Ultrasound scan vagina - on (B)(6) 2010: 42x27x25mm functional looking cyst; on (B)(6) 2010: a small cyst of 15mm is observed in the right ovary. Everything else is normal; on (B)(6) 2014: uterus in anteversoflexion position with 3mm endometrial line. Normally inserted essure devices. Normal ovaries. In the left ovary there is a 10x10 mm follicle. There is no free fluid; on (B)(6) 2015: uterus in regular anteversoflexion. 5mm endometrium. Normal ovaries. There is no free fluid. Essure devices are visible; on (B)(6) 2015: uterus in anteversoflexion position; size, contour and morphology are normal with triple-line endometrium. Right ovary with anechoic cyst with smooth edges of 21 mm consistent with dominant/periovulatory follicle; in the right ovary there are 2 similar findings of about 3 cm each (superovulation?). There is no free fluid in the douglas pouch; on (B)(6) 2017: uterus in anteversion position with linear endometrium. Normally inserted essure devices, 22 mm normal right ovary and 22 mm normal left ovary. There is no free fluid in the douglas pouch; on (B)(6) 2019: anteverted uterus with a 5 mm endometrium. Normal inserted essures. 32 x 25 mm normal right ovary. 21 x 16 mm normal left ovary; on (B)(6) 2019: regular uterus in anteversion position with normally inserted device. Linear endometrium. Normal ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: new informations added: lab datas and outcome for pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "during the placement of the essure the right one was not placed correctly" on (B)(6) 2013. The patient's medical history included endometrial metaplasia in (B)(6) 2019, polycystic ovary in (B)(6) 2019, dysmenorrhea (with irregular year-long cycles) in (B)(6) 2019, congenital adrenal hyperplasia (congenital adrenal hyperplasia. Non-permeable tubes. High congenital adrenal hyperplasia) on (B)(6) 2013, spinal disorder, oral contraceptive, asthma, surgery (appendicitis, hydrosadenitis, thyroid, both shoulders, right hand carpal tunnel, cervical and epigastric hernia.), multigravida (3), parity 1 and abortion nos (2). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain / pain in lower back"), menstruation irregular ("very irregular menstrual cycles"), hot flush ("hot flashes") and arthralgia ("pain in the hips"). On (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). In 2017, the patient experienced mental disorder ("began with psychiatric treatment since she was completely prevented from carrying out the most basic activities of daily life"). On (B)(6) 2019, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced allergy to metals ("allergic to metal"), oligomenorrhoea ("oligomenorrhea"), amenorrhoea ("amenorrhea") and osteitis ("trochanteritis"). The patient was treated with morphine, norethisterone acetate (primolut-nor), oral contraceptive nos, pregabalin (lyrica), quetiapine and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, allergy to metals, menstruation irregular, oligomenorrhoea, uterine haemorrhage, premature menopause, amenorrhoea, hot flush, arthralgia, osteitis and mental disorder outcome was unknown. The reporter considered allergy to metals, amenorrhoea, arthralgia, back pain, hot flush, menstruation irregular, mental disorder, oligomenorrhoea, osteitis, pelvic pain, premature menopause and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood follicle stimulating hormone - in (B)(6) 2016: 254; in october 2016: 20 (not performed in the first stage of the cycle). Blood luteinising hormone - in (B)(6) 2016: 12. Computed tomographic abscessogram - in (B)(6) 2014: tubal devices. Left adnexal cyst of approximately 3cm. Small amount of fluid in the pelvic area. Cytology - on (B)(6) 2010: with normal results (after treatment with blastoestimulina vaginal pessaries); in (B)(6) 2013: benign (no malignant cells found). Smear is consistent with her age. Normal-appearance bacterial flora. Hysterosalpingogram - on an unknown date: to verify nonpermeability and effectiveness of the essure method. Laboratory test - in (B)(6) 2009: normal. Oestradiol - in (B)(6) 2016: 17. Ultrasound scan vagina - on (B)(6) 2010: 42x27x25mm functional looking cyst; on (B)(6) 2010: a small cyst of 15mm is observed in the right ovary. Everything else is normal; on (B)(6) 2014: uterus in anteversoflexion position with 3mm endometrial line. Normally inserted essure devices. Normal ovaries. In the left ovary there is a 10x10 mm follicle. There is no free fluid; on (B)(6) 2015: uterus in regular anteversoflexion. 5mm endometrium. Normal ovaries. There is no free fluid. Essure devices are visible; on (B)(6) 2015: uterus in anteversoflexion position; size, contour and morphology are normal with triple-line endometrium. Right ovary with anechoic cyst with smooth edges of 21 mm consistent with dominant/periovulatory follicle; in the right ovary there are 2 similar findings of about 3 cm each (superovulation?). There is no free fluid in the douglas pouch; on (B)(6) 2017: uterus in anteversion position with linear endometrium. Normally inserted essure devices, 22 mm normal right ovary and 22 mm normal left ovary. There is no free fluid in the douglas pouch; on (B)(6) 2019: anteverted uterus with a 5 mm endometrium. Normal inserted essures. 32 x 25 mm normal right ovary. 21 x 16 mm normal left ovary; on (B)(6) 2019: regular uterus in anteversion position with normally inserted device. Linear endometrium. Normal ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.